Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.6cm was returned for analysis. External insulation abrasion was noted at 45.0-45.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 27.9-28.7cm from the distal tip. The etfe coating was intact at these locations.